Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse removed the 3 way valve for substrate syringe along with substrate syringe. The fse rinsed the parts in alcohol and replaced back in analyzer. He ran several substrate prime with no errors. The fse performed the end of day shutdown then powered the analyzer back on. The fse performed a daily check then ran several samples. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause for error 4261 substrate-syringe home detect was the substrate system was contaminated.

Event description:
On (B)(6) 2017, a customer reported error 4261 substrate-syringe home detect on the aia-900 instrument. The customer rebooted and completed an all set home but the error persisted. The customer is unable to run patient samples on luteinizing hormone (lhii), progesterone (prog), estradiol (e2), and follicle stimulating hormone (fsh). On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for lhii, prog, e2, and fsh. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.